Event description:
It was reported that a patient was infused with the wrong mediation, possibly due to programming error. The patient was ordered a primary bolus of amiodarone, however was infused with a bolus of epinephrine instead. The ordered dose of amiodarone was 1.0mg/hr at a rate of 40cc/hr. The concentration of the ordered amiodarone was 750mg/500cc. At the time of the event, the blood pressure was 216/117, with a heart rate of 85. It was noted that fifteen minutes after the event the blood pressure decreased to 112/51, with an increase in heart rate to greater than 100. The adult patient remained in the cvicu for further observation.

Manufacturer narrative:
Correction on initial report: b.1 & h.1. Additional information provided: b.2, d.11 & h.4. Patient was an adult. The customer¿s reported issue of infused with incorrect medication was not confirmed. Physical inspection of the device noted no damage or any anomalies. Review of the of the pcu error log shows no malfunctions on the reported event date and time. Log analysis shows a change in medication from drug ID 58 amiodarone drip (750 mg/500ml) with a rate of 40 ml/h to drug ID 57 amiodarone loading (150mg/100ml) with a rate of 600 ml/h. It could not be confirmed that epinephrine was loaded into the pump module during this time. Rate accuracy testing performed found the device operating in specification. The administration set was not provided by the customer for investigation. The root cause of the customer¿s report was identified by the customer as user error. The customer reported that epinephrine was hung but amiodarone was programmed to infuse.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a patient was infused with the wrong mediation. Patient was ordered a bolus of amiodarone, however was infused with a bolus of epinephrine instead. The ordered dose of amiodarone was 1.0 mg/hr at a rate of 40 cc/hr. The concentration of the ordered amiodarone was 750 mg/500 cc. At the time of the event, the blood pressure was 216/117, with a heart rate of 85. It was noted that fifteen minutes after the event the blood pressure decreased to 112/51, with an increase in heart rate to greater than 100. The patient remained in the cvicu for further observation.